Event description:
It was reported that parts of the power board and cpu motherboard failed on the s/5 critical care monitor, resulting in a loss of monitoring without an alarm. No injury was reported.

Manufacturer narrative:
(B) (6) privacy law prohibits releasing patient information. Ge healthcare investigated the nmf cpu motherboard and f-cpu power board. Both boards were badly burned. As a result, the boards were unable to be repaired or tested. Visual inspection revealed that a capacitor and printed circuit board at the same location beneath the capacitor was burned, resulting in a hole in the printed circuit board on the nmf cpu motherboard. Several components were burned on the f-cpu power board, resulting in a hole in the printed circuit board as well. Due to the extent of the damage to both boards, the root cause for the component failures remains unknown, as neither board could be tested. The defective boards were replaced and the monitor was placed back into use.